Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported hypotension and death cannot be determined. Death and hypotension are known possible complications associated with triclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4, on a patient with atrial fibrillation (af) and preserved right function. A triclip xtw and a triclip xt were inserted and deployed on the anterior and septal leaflets, and a triclip xtw was inserted and deployed on the posterior and septal leaflet, by performing a clover strategy, reducing tr to a grade of 1.5. The clips were noted to be stable on the leaflets. However, it was noted that during the procedure, the patient¿s blood pressure dropped. Post procedure, once the intervention was finished, the patient was unstable, with low blood pressure. It was noted that this was potentially due to a failure of the right ventricle function. The patient died. In the physician¿s opinion, the cause of death was potentially due to a right failure, but the physician was not certain. It was noted that because the procedure went well, and because the patient left the cath lab with some low pressure, the physician did not understand the exact reason for the patient death.